Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.

Event description:
The technician alleged the brake casters at the head of the stretcher will not hold. No pt impact.